Event description:
Reporter indicated that vns therapy system patient underwent generator revision surgery to correct generator migration. Good faith attempts are being made to determine cause of reported migration.